Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+1.50/x119 diopter, in the patient's right +eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found a piece of haptic missing from the lens and clear residue on the lens surface. Conclusion: off_label use- as per dfu, the implantation of lens model vticmo13.2 is contraindicated for patients of age less than 21 years. (B)(4).